Event description:
Boston scientific received information that this device displayed high out of range shocking impedances. No adverse patient effects were reported.

Manufacturer narrative:
A review of the historical data over the last year by boston scientific technical services (ts) noted that the shock impedance measurements ranged from 90 ohms to 125 ohms. Although in 2012 the first alert was triggered due to out of range shock impedance measurements. Due to the historical range of the values for this system it was discussed to adjust the out of range limit to a higher number. A review of the most recent electrocardiogram noted no issues, and ts discussed normal follow ups. Ts discussed possibly factors which could include the rise in the shock impedance measurements such as movement of arms reaching above the head has the potential to change the shock impedance based on the physics as well as the body max index (bmi) which can also influence impedance as fat is not as good of a conductor compared to muscle.

Event description:
Additional information noted that a red alert was triggered via the patients in home monitoring system due to ongoing out of range shock impedance measurements. It was noted that when the patient raised their arms the values for the shock impedance measurements were out of range while the pacing impedance measurements, sensing, and pacing thresholds were stable. Technical analysis was requested. The patient is continued to be monitored via the in home monitoring system.

Manufacturer narrative:
Should additional information become available this investigation will be updated.